Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on an alternate atellica im analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. Calibration was acceptable and quality control (qc) was recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, ran auto check, found clog in vacuum line near the pressure regulator, removed clog and reset vacuum pressure. Then, the cse reviewed system message log which showed error in the dark counts signal, removed, cleaned and reinstalled lumo and photomultiplier tube (pmt), and restarted the analyzer. Next, the cse replaced lumo housing, performed alignments, replaced regulator and elevator, performed sample probe alignments, adjusted secondary vacuum pressure, ran full auto check, daily maintenance, qc and patient correlation, which passed. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00001 on 05-jan-2026. Additional information (06-jan-2026): siemens reviewed the instrument data, and it indicated that there was a clog in the secondary vacuum pressure causing the wash probe vacuum to run high. Siemens further evaluated the event and determined that the occlusion in the vacuum tubing near the vacuum regulator potentially contributed to the falsely elevated total human chorionic gonadotropin (thcg) result. The device is performing according to specifications. No further evaluation is required. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information.